Event description:
It was reported that during central processing procedure, the 8mm monopolar curved scissors (mcs) instrument was found to have a defective tip. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the scissors were returned from sterilization with a note indicating a bent tip. The defect was not noticed during the procedure, and the operation was completed without any issues. A replacement instrument was not needed.

Manufacturer narrative:
Intuitive surgical, inc. Received the monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found with melting on one of the blades of the instrument. The probable root cause is attributed to damage sustained during use, likely resulting from excessive energy application. This issue can be resolved by using an alternate instrument to complete the procedure.